Manufacturer narrative:
Internal reference: (B)(4). Patient information of ethnicity and race is unknown at this time. The initial complaint information provided was inaccurate. Per the physician, while pulling without force, the manufacturer's device broke, not the wire (another manufacturer's device). It was kept on the wire and was brought out together with the wire without the need for snaring. There was no foreign body left / no injury to the patient. Later on I used a new device without an issue. No tests/laboratory data available. The implant or explant dates are not applicable to this device. Visual and microscopic inspection was performed on the returned device. The device was returned with most of the distal shaft separated and missing. The probable cause of the reported failure is damage that occurred during pullback. Per IFU, if resistance is encountered during pullback, remove the entire system at the same time. Strain, impact, and forces associated with use can affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic coronary procedure, during pullback the manufacturer's device was stuck and the guide wire broke off. The device was removed (nothing left inside the patient) and another of the same make and model of the manufacture's device was used to successfully complete the procedure. This adverse event is being reported as additional intervention was required to remove the manufacture's device.